Manufacturer narrative:
The company rep examined the system and found the remote control battery was low and replaced the battery. However, the replacement of remote control battery was determined not related to the reported corneal burn. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Based on the info obtained, the customer reported event of a thermal injury associated with the use of their system could not be confirmed. It should be noted that corneal thermal injuries are understood to typically be related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system designed to cool the handpiece and phaco tip during use. Fluid bathes the barrel from the inside (aspiration flow rate) and from the outside (irrigation or infusion). However, overheating of the probe tip due to extended use or a compromise of the flow of fluid around and through the phaco tip are known potential contributors to thermal injuries. Fluid aspiration through the tip may be limited by phaco tip re-use, tip clogging by nuclear material, tubing kinks, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (dvd). When the aspiration rate is blocked, infusion will cease, limiting the fluid cooling of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. A root cause cannot be determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique, and not to malfunctioning equipment. (B)(4).

Event description:
An operating room supervisor reported that a pt experienced a corneal burn during surgery. Neither the reporter nor the surgeon could clarify if the system or user performance had contributed to the event. The reporter was unable to provide further details.